Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyps performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results upon receipt of this device to our quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified that the clip was received without the clip assembly and with evidence of full deployment. The reported allegation of failure to release from catheter was not confirmed. Based on all the information available, this investigation was assigned a conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyps performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."